Event description:
The event is reported as: alleged issue: the stapler jammed during use on a pt. No pt injury reported.

Manufacturer narrative:
Device sample has not been received by MFR at time of this report. No lot # provided. Root cause unk.